Event description:
Complainant alleged that during a shift check by a clinician, the device displayed a "brdige test failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.